Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4). Conclusions code: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass there was no flow through the oxygenator purge line. The user was attempting to recirculate through the purge line when the thumb clip was opened and it was discovered that there was no flow. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(4) 2016. The returned sample was a portion of the purge line that contained the vernay valve. Visual inspection of the line found no anomalies. The flow of the line was tested by applying air pressure through the line in the proper direction while it was submerged in a water bath. There was no flow through the line. Extremely slow bubbles could be seen forming at the end of the line at approximately 300 mmhg. The vernay valve was then broken apart and the duckbill of the valve was confirmed to open as intended. The l connector at the end of the line appeared to have some sort of blockage that was cleared when fluid was pressurized through the part. A review of the device history records revealed no manufacturing issues. Although, a definitive root cause could not be determined, this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow- up.